Manufacturer narrative:
On (B)(6) 2013, the pt underwent surgical debridement of the wound and v.a.c. Therapy was initiated. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. There was no alleged product malfunction. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster ingrowth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.

Event description:
On (B)(6) 2013, the pt's sister reported that upon changing the dressings, the nurse observed foreign material alleged to be v.a.c at granufoam stapled into the wound. The nurse was unable to remove one piece of the foreign material from a small "cavity". On (B)(6) 2013, the foreign material was surgically removed. The pt continued to receive v.a.c. Therapy and is reported as doing well.